Event description:
The cutter from this ophthalmic microsurgical accessory pack would not function. A cutter from another pack was used to complete the vitrectomy procedure.

Manufacturer narrative:
Product was scrapped. Customer received credit.